Event description:
New information received indicates that the lead was capped and replaced.

Event description:
It was reported that when a patient presented in-clinic after receiving appropriate vf therapy, noise was observed. Lead testing to replicate the noise was discussed. No action was taken since no further episodes of noise were observed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.